Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found leaking during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(6). Method: the complaint (B)(4) vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the information provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that the (B)(4) vented autofeed humidification chamber of the rt225 infant bias flow breathing circuit was found leaking during patient use. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(4)chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. Diego vargas banuelos section g4: PMA/510(k) number updated method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the information provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that the mr290v vented autofeed humidification chamber of the rt225 infant bias flow breathing circuit was found leaking during patient use. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.".

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found leaking during patient use. There was no patient consequence reported.